Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was told to turn off their stimulator for their bladder before surgery on their stomach. Ever since then, the interstim device did not work. The hand held device (like the (B)(6) cell) kept giving them an error code. The patient wrote that they needed a technician to come out to check their devices, because customer service had tried to do a hard reset with them two times.  There were no patient complications reported as a result of this event.